Event description:
It was reported by the customer regarding a patient that just transferred to their facility on cardiosave intra-aortic balloon pump (iabp). The iab is arrow and customers states that they cannot get a waveform or zero the central lumen. The arrow iab will aspirate and flush. I confirmed the proper setup of cables, catheter and pump. After several minutes of troubleshooting, it was discovered that their pump was in "external" mode". Customer said they had "slave" cables connected several minutes ago but tried without. I helped switch the pump to "direct", but there was still no aline. They tried changing the transducer without success. They tried another pump but this didn¿t work. Customer ended the call and would continue attempts to troubleshoot. I called back later, and customer said that switching the pump again this time worked and has taken the current pump to biomed. They are now using the "external" cables again.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported by the customer regarding a patient that just transferred to their facility on a cardiosave intra-aortic balloon pump (iabp). The patient was received from outside hospital and the iabp pump was exchanged for one of theirs (#1) by bedside staff. They trouble shot for not getting waveform and pressures on pump; including changing the original pump (#1) with another one of ours (#2). Charge nurse came to get and they called the support line and spoke with a getinge representative. They assisted with trouble shooting including changing the transducer, attempted to connect just a cable from a different pump (proved difficult due to the securement of the pump cables) and changing the mode from external to direct. Being unsuccessful to obtain a waveform, pressures, or zeroing; the nurse changed the pump out again (#3). Pump #3: the nurse was able to obtain waveform, pressures, and zero; but was unable to slave through philips monitor. Pump #2 was taken to biomed (iabp sn (B)(6)) by the nurse. Pump #1 was taken back to the supply room when the bedside staff exchanged it. That pump was not pulled out, identified, and red tagged at the time by staff. There is no way at this point to identify that pump. The night shift charge nurse came in and trouble shot to ultimately change out the philips monitor pressure module and was able to successfully slave to it. This report is for the second iabp used in this event. The first iabp has been reported in mfg report no. 2249723-2024-01997 (ref our tw# (B)(4)) and the third iabp has been reported in mfg report no. 2249723-2024-02208 (ref our tw# (B)(4)). No harm or injury reported

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). Corrected fields: d4 (version or model #, catalog #, unique identifier (UDI) #), h6 (health effect ¿ clinical & impact code). Additional contact information:(name - (B)(6) occupation - biomed, contact - (B)(6). A getinge field service engineer (fse) stated that debbie called about a patient that just transferred to their facility on a balloon pump. The iab is arrow and debbie says that they cannot get a waveform or zero the central lumen. The arrow iab will aspirate and flush. I confirmed the proper setup of cables, catheter and pump. After several minutes of troubleshooting, it was discovered that their pump was in "external" mode". She said they had "slave" cables connected several minutes ago but tried without. I helped her switch the pump to "direct", but there was still no aline. They tried changing the transducer without success. They tried another pump but this didnt work. Debbie ended the call and would continue attempts to troubleshoot. I called her back later and she said that switching the pump again this time worked and she has taken the current pump to biomed. They are now using the "external" cables again. While troubleshooting earlier, I believe they had the external cables in and out several times. She did not understand the "slaving" process as she believed they were taking the signal from the pump to the bedside. They use fo and she says that they do this all the time, but they had the "external" cables, and not the low level output cable. I think they had something connected incorrectly that I could not see during our conversation and this led to the inability of seeing the aline. She did not have the sn of the pump. The biomed contact who took the pump was called and a vm left for call back. They are only taking the original pump to biomed for service (complaint number ((B)(4)). The second pump tried actually worked the second time they used it and debbie indicated there were no problems with it. She indicated that they may have had cables connected incorrectly. A complaint is being created for the second pump because they were unable to use it the first time they tried although it did work when they tried it a second time. Attempts will be made to locate the sn. Biomed stated that the ECG leads finally came in and replaced. Pn: (B)(6). As preventive measure also replaced interconnect cable (pn: (B)(6)) and adapter cable, blood pressure transducer (pn: (B)(6)). Performed ECG gain check, external monitor ECG gain check, blood pressure gain check and external monitor blood pressure gain check. All passed as per OEM service manual. Confirming all functional and safety checks were meet to factory specifications. Pm passed, returned to service. H3 other text: biomed done the repair.

Manufacturer narrative:
Corrected data: b5, h6 (problem codes). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported by the customer regarding a patient that just transferred to their facility on a cardiosave intra-aortic balloon pump (iabp). The patient was received from outside hospital and the iabp pump was exchanged for one of theirs (#1) by bedside staff. They trouble shot for not getting waveform and pressures on pump; including changing the original pump (#1) with another one of ours (#2). Charge nurse came to get and they called the support line and spoke with a getinge representative. They assisted with trouble shooting including changing the transducer, attempted to connect just a cable from a different pump (proved difficult due to the securement of the pump cables) and changing the mode from external to direct. Being unsuccessful to obtain a waveform, pressures, or zeroing; the nurse changed the pump out again (#3). Pump #3: the nurse was able to obtain waveform, pressures, and zero; but was unable to slave through philips monitor. Pump #2 was taken to biomed (iabp sn (B)(6) ) by the nurse. Pump #1 was taken back to the supply room when the bedside staff exchanged it. That pump was not pulled out, identified, and red tagged at the time by staff. There is no way at this point to identify that pump. The night shift charge nurse came in and trouble shot to ultimately change out the philips monitor pressure module and was able to successfully slave to it. This report is for the second iabp used in this event. The first iabp has been reported in mfg report no. 2249723-2024-01997 (ref our tw# (B)(4) ) and the third iabp has been reported in mfg report no. 2249723-2024-02208 (ref our tw# (B)(4) ).